Event description:
Following event noted on (B)(6) 2015 with zoll one step CPR complete multifunction electrode with one step pacing pads, the rep from zoll came to the facility to assess the event with our clinical engineering staff. Zoll identified four defective electrode pads that were unable to perform a 30 j defib which failed the manual checks on (B)(6) 2015. The institution requested all stock to be checked and three more defective electrodes were identified by staff on (B)(6) 2015 for a total of seven lot numbers.